Event description:
It was reported that an alaris system slid down an IV pole and injured a pt. The device was not sequestered. The pt's hand was bruised. An x-ray showed no fracture. The biomed reported that he believes the event is due to user error. The customer stated that no further pt or event info is available.

Manufacturer narrative:
Manufacturer's report date: 09/12/2012. (B)(4). The devices were not returned because the devices were not sequestered. Unable to determine the root cause of the customer's reported event.